Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported differences between sensor versus blood glucose readings. Customer's blood glucose went down to 45 mg/dl even after threshold suspend and sensor reading was showing higher readings. Customer stated he was at work and paramedics were called but did not receive any treatment due to customer was able to treat on his own. Customer was advised to change out his infusion set. Customer's blood glucose was 170 mg/dl. Customer declined to do troubleshooting. No further information provided.